Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection identified the power inlet of the chassis was physically damaged. The chassis was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).